Event description:
It was reported that the patient was not getting an adequate stimulation coverage due to lead migration. The patient underwent a lead revision procedure wherein the leads were removed, reused and repositioned. The patient was doing well postoperatively.

Manufacturer narrative:
Date of event: exact date unknown, event occurred six months ago. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7096515.